Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Additional information provided that healing is in place and there are no plans for a revision surgery. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a proximal humerus plate broke 1 month post-operatively. There are no plans for a revision.